Manufacturer narrative:
H3 other text : device evaluated by third party service center

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The patient alleged the oxygen content was not approved. During the evaluation of the device at the service center, the investigator was able to confirm and was able to reproduce the complaint of oxygen content not approved. Additionally, during the evaluation of the device at third-party service center, the debug technician noticed the compressor was overheating. The following was found: compressor burn, overlay was cracked, front cabinet was cracked, flowmeter was cracked, rear cabinet was cracked, a pca defect, oxygen pilot solenoid was damaged the device was serviced, and all noted damaged parts were serviced, and/or replaced. The device passed final testing following servicing.

Manufacturer narrative:
Updated: section d: device identifier (gtin) updated. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.